Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported shorter battery life, no delivery alarm, motor error alarms, louder grinding noises and buttons were less responsive. The customer reported no adverse event. The event involved product(s) unk_reservoir,unomedical,mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unk_reservoir,unomedical,mmt-1880.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test. Test p-cap and reservoir locks properly into the reservoir compartment. All buttons were tested for their functionality and all passed. During rewind, loud rewind was found during testing. No delivery alarms were not noted during testing. No other motor anomalies were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed no relevant no delivery alarms on the event date of (B)(6) 2025 in the pump history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Battery cycle 29.0 received the lowbatteryalert (104) on (B)(6) 2023 06:44:00 after more than 7 days at 7.76 days. Battery cycle 23.0 received the low battery alert (104) on (B)(6) 2023 14:11:00 faster than expected at 4.14 days. Battery cycle 19.0 received the low battery alert (104) on (B)(6) 2023 08:12:00 after more than 7 days at 10.89 days. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, and label damage. Charge/battery lasts less than expected was confirmed. Customer did experience an unexpected power loss of less than 7 days per the pump history records. Possible hardware failure, problem isolated to the electronic assembly. No delivery/occlusion alarm, unresponsive keypad, and drive/motor anomaly were not confirmed during testing. Rewind anomaly (motor loud during rewind) was confirmed during testing due to dried insulin on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.